Event description:
Tech states, the caller alleged the right side drive tire was off the ground.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.